Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735859, serial/lot #: -, ubd:unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was able to see a list of patients from the picture archiving and communication system (pacs) but was unable to download them. Troubleshooting revealed that the digital imaging and communications in medicine (dicom) test came back all green, and the wired ip for the navigation system was green. The probable cause was suspected to be permissions on the pacs/it end. There was no patient present. Additional information was received. It was reported that after updating the pacs permissions, the representative confirmed with the customer that they were able to pull scans. The resolution was confirmed on the call, and the case was subsequently closed.

Manufacturer narrative:
G2) manufacturer representative (rep) was added as a report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.